Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 5330689, medical device expiration date: 05/31/2017, returned to manufacturer on: n/a, device manufacture date: 11/26/2015. " bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed but it is within manufacturer specs. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes have air bubbles in the gel. No reported injury or medical intervention necessary.